Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the "internal battery inoperable" alarm was due to the astral battery pack (B)(4). The battery was replaced to address this issue and device was returned to the customer. The astral battery pack is being returned to (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message, "internal battery inoperable." This resulted in an alarm to notify the caregiver of the error message. There was no patient injury reported as a result of this incident.